Event description:
Medtronic received a report that during an emergency thrombectomy surgery, after opening the package, venting and hydrating normally, the rebar-27 microcatheter was pushed in. During the insertion of the stent, a noticeable obstruction was felt as it entered the microcatheter, and the stent could not be pushed forward any further. The stent was then removed and the microcatheter was checked. The microcatheter was normal, but the tail end of the stent was kinked and could not be used normally. It was then replaced with a new product of the same model to use, which did not cause any adverse effects on the patient. The device and any accessories were prepared as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The lesion was an anterior cerebral artery occlusion with moderate vessel tortuosity. The cause of the resistance and kink was unknown. The patient¿s baseline (tici, nihss, etc.) And post-thrombectomy condition were also unknown. Resistance occurred in the distal section of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the solitaire fr 6-30 stent device was returned for analysis, still inside its introducer sheath, within a sealed biohazard bag and a shipping box. The reported rebar 27 catheter was not returned with the solitaire stent. Damaged location details: the solitaire fr 6-30 stent¿s finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damage was noted. The introducer sheath was in good condition. The stent¿s working length struts were in good condition, while the non-working length struts were damaged at the teardrop struts. No irregularities were found outside the proximal marker. The marker coil was in good condition. No bends or kinks were found on the pusher wire. No other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device could not be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint was confirmed, as the non-working length struts and the glue dome of the returned solitaire fr 6-30 stent device were found to be damaged. The damage likely occurred when the customer attempted to advance or retrieve the solitaire fr 6-30 stent device through the reported rebar 27 catheter against resistance. Possible causes of resistance include vessel tortuosity, an incompatible or damaged catheter, the user not maintaining the correct flush rate, rhv loosening during delivery, or a lack of continuous saline/heparinized saline flush during the procedure. In this instance, the customer reported that the vessel's tortuosity was moderate, and the reported rebar 27 catheter is compatible with the solitaire fr 6-30 stent device, as it has a labeled inner diameter (ID) of 0.027 inches. Also, a continuous saline flush was administered and maintained, ruling out vessel tortuosity, an incompatible catheter, and a lack of continuous saline/heparinized saline flush during the procedure as potential causes. Thus, a damaged catheter, the user not maintaining the correct flush rate, or rhv loosening during delivery, may have contributed to the resistance failure. However, the root cause of the resistance failure could not be determined. Since the reported rebar 27 catheter was not returned, any contribution of the catheter to the reported resistance issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.